Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: patient was injected with juvederm ultra xc. After treatment on two additional occasions with hyalase, the symptoms have resolved.

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm ultra and juvederm volbella with lidocaine "superfivcial to scar in forehead." Two days later, the patient noticed "mottling of skin but no pain." Five days later, the patient developed a "re discolouration" and was treated with hyalase. Symptoms are ongoing.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. The events of mottling and discolouration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.